Manufacturer narrative:
The device arrived at (B)(6) facility on (B)(6) 2025. The device was inspected upon arrival. There was no evidence of fire, burn marks, use of extinguisher or high energy event after internal inspection of the device. There was no evidence of contamination by blood products. The device was fully inspected and tested. The reported issue could not be confirmed after extensive testing. The device history and service records were reviewed and no issues that would contribute to the event were identified. The cited disposable set was discarded, and the lot number was unknown. Therefore, no investigation could be carried out into the disposable set. All 3-spike disposable sets are 100% leak tested and visually inspected prior to release. To ensure that this unit performs according to our specifications before shipping it back, we tested the unit at elevated temperatures for 48 hours, performed a final functional test, an electrical safety test, and a final inspection. The unit passed all test specifications and inspection requirements. We will continue to monitor these incidents going forward.

Manufacturer narrative:
Internal complaint file # (B)(4) has been logged for this incident for traceability. The ri-2 involved in this incident was returned to belmont for investigation on march 24th, 2025. Although it was alleged that there was fire, there is no evidence that there was an actual fire, nor evidence of a fire extinguisher having been used. The user facility confirmed that the patient involved in this incident was not harmed. There is no indication of the use of contraindicated fluids. Certain infusates such as calcium, and platelets should not be used, as they can compromise the anticoagulants in citrated blood and promote clotting, which can lead to clot formation inside the heat exchanger and block blood flow. If this occurs, the stainless steel rings inside the heat exchanger may become overheated and cause an over temperature / overheating issue. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closesoff the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of an "over temperature" alarm, the rapid infuser displays the following alarm message: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists."the operator's manual also provides possible conditions and additional recommended operator actions. The investigation is ongoing and without results of the device investigation, no conclusions can be drawn at this time. A follow-up report will be submitted once the investigation is complete and additional information becomes available.

Event description:
It was reported that the unit caught on fire during a trauma case, unit was extinguished and new unit was brought into complete case. The patient was not harmed.